Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported reset to backup vvi mode was confirmed and resulted from a low battery voltage. The depleted battery was replaced and the device functioned normally. The device was tested on the bench and using automated test equipment. No anomalies were observed. (B)(6).

Event description:
It was reported that during a follow-up, device was found at eol. The device was observed in backup vvi mode. The patient had multiple episodes of fast conducted af causing the device to charge and abort shocks. The device was explanted.